Manufacturer narrative:
UDI #: not available since model and serial not provided. Patient gender and age is unknown as it was not provided. Date of event is unknown as it was not provided. Model & serial number not provided. Indicates evaluation summary: full literature citation: schallhorn sc, venter ja, teenan d, et al. Outcomes of excimer laser enhancements in pseudophakic patients with multifocal intraocular lens. Clinical ophthalmology. 2016;10:765-776. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(6) 2016 and the information included in this report was collected from a retrospective review of patients. Mfg date - not available since system ID was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
From literature: in this retrospective study, 782 eyes that underwent lvc to correct unintended ametropia after multifocal iol implantation were evaluated. Of all multifocal lenses implanted during primary procedure, 98.7% were refractive and 1.3% had a diffractive design. All eyes were treated with visx star s4 ir excimer laser using a convectional ablation profile. Refractive outcomes, visual acuities, patient satisfaction, and quality of life were evaluated at the last available visit. In one eye without inflammation or pain, a presumed sterile corneal infiltrate was observed on the first post-operative day. The patient was maintained on his/her broad spectrum topical antibiotic and topical steroid was increased in frequency. In a group of eyes with surface ablation, 2.9% developed mild haze which cleared within 6 postoperative months. There was one case of epithelial healing requiring management with therapeutic contact lenses for 1 month and finally resolved without consequence. One patient suffered from recurrent erosion syndrome following bilateral prk, which also managed with therapeutic contact lenses and intense ocular surface lubrication. There were a proportion of patients experiencing severe difficulty with tasks requiring distance and near vision. The mean of starburst, ghosting/double vision, and dry eye have slight improvements. This report is for the femto laser.